Event description:
An intervertebral disc surgery case was being done when the surgeon was not able to open the jaws of a rigid biopsy forceps. Another forceps was then used to continue the procedure. No pt problem was reported.